Manufacturer narrative:
(B)(4).

Event description:
It was reported that an hcp attempted to clear the pump tubing and catheter of the old drug by accessing the catheter access port (cap). The hcp stated he aspirated approx 7 ml of blood-tinged fluid. He realized that he had used the refill kit needle for the aspiration, which explained why the refill kit needle would not enter the cap; therefore, the fluid was thought to "probably" be serous fluid. The previous medication's concentration was 100 mcg/ml and a total daily volume (tdv) of 0.398 ml (or approx 39.8 mcg) the hcp stated he had programmed the maximum rate of approx 2400 mcg/day and a minimum duration of approx 24 minutes to clear prime the tubing with new drug. He calculated that the pt received a bolus dose of approx 39 mcg in approx 24 mins. The pt's previous daily dose was approx 9 mcg/day. The hcp states that he was not concerned with the amount of the bolus, but stated that the pt was found to be monitored to ensure he tolerated the dose. Add'l info has been requested, but was not available as of the date of this report.